Event description:
Rn on cardiac unit developed hives on hands from latex gloves with powder times 1 yr. No problem with powder free gloves.info submitted as follow-up: wearing vinyl gloves with powder produces an itchy, cracking, weeping skin condition. The employee states that she experiences no allergy symptoms when she wears disposable, non-sterile, powder free latex gloves.